Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right internal carotid artery (ica) aneurysm, the physician reported that 2 pipeline devices were stuck in capture coil (related MDR from the same event MFR #2029214-2015-00528). The vessel was somewhat tortuous with an acute bend in distal ica. The physician could not get capture coil off in 2 attempts with 2 different pipeline devices. The physician rotated the pushwire to deploy the pipeline no more than 10 times. The physician removed the device with the microcatheter as one unit. The procedure was completed with a balloon assisted coiling. The pipeline system will not be returned because it was discarded by the hospital staff. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR MFR #2029214-2015-00528.